Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
Same case as MDR ID # 2134265-2018-07318. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 24mm watchman ® laa closure device & delivery system (wds) were used. During the procedure it was noted that the closure device became stuck in the was and could not be withdrawn. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was previously reported that recapture difficulties occurred; however, it was further clarified that there were no recapture difficulties. The previously reported watchman closure device was not deployed in the laa. Venous access was very difficult due to the patient's weight and the was had also become kinked. After much effort, the physician was able to position the was adequately in the laa. He then attempted to insert the previously reported 24mm wds; however due to the kink in the was, the wds became damaged. He removed both the was and the wds and inserted a 16fr short introducer sheath in the vessel. He then used the same was with the introducer sheath, which was then preventing the kink. A new wds was advanced and the procedure was completed successfully.

Manufacturer narrative:
Patient sex, weight, weight (unit): updated. Describe event or problem: correction and additional information. (B)(4).